Event description:
Procedure type: lap ventral hernia repair. Pt sex: unk. Reportedly, the balloons were bursting. Used another balloon trocar. No pieces of the balloon were lost, incision was not extend. No pt injury was reported.

Manufacturer narrative:
.